Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. PMA/510(k) #: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following potential complication: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic mucosal resection of the esophagus, the physician selected a cook hemospray endoscopic hemostat. The physician sprayed the powder and saw that the powder came out at the distal end of the endoscope and back around the endoscope. This caused the gastroscope to become stuck [powder adheres gastroscope to mucosa]. The physician did not want to pull on the endoscope. The physician flushed with as much water as they could. The powder was washed out and the gastroscope was able to be retrieved. When they removed the gastroscope, powder was still on the endoscope. The physician continued with another gastroscope and reclipped the bleeding site. The physician reused the same hemospray and did not have any issues with the powder. The patient was not impacted by this incident. Other than the hemospray powder, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.